Event description:
The facility's biomedical engineering dept reported a device that turned on and off by itself without alarming. The incident did not occur during pt use. No pt injury has been reported. No additional info available.